Event description:
It was reported via repair work order that the stretcher's brake ring weldment and cams were worn, making the brakes unable to hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.